Event description:
It was reported that the pca was primed via the pump with 2.98 cc. The patient had not used the pump; and the pump read 45.5 remaining. There was patient involvement but outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.